Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during a right lower extremity angiogram, the angio-seal string wasn't present during deployment. Blood loss was less than 250 cc's. Manual pressure was applied. There was no bleeding or hematoma. Additional information was received april 15, 2019: the procedure performed was a right lower extremity angiogram. The procedure was completed successfully.

Manufacturer narrative:
Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly and the completed opened aluminum poly-foil pouch for analysis. No accessory components were returned to the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There were no other visual anomalies were noted with the returned device. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. Then, the deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Then, the digital force was applied to the anchor and the tamping mechanism deployed. The suture unwound as intended. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the cause for the reported event may include the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.